Event description:
It was reported that the patient received a vibratory alert related to the right ventricular (rv). The rv lead was deactivated and replaced to resolve the event. During the revision procedure, lead damage was visually confirmed. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.